Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer's blood glucose ranged from 251-253 mg/dl.